Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg has a damaged atrial connector, it was confirmed that the output connector assembly was broken. It was also identified that the hanger assembly was broken, the upper case was dented, four encoder o-rings were missing and the display wires are pinched, however wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has a damaged atrial connector. The epg was returned for analysis. There was no patient involvement.